Manufacturer narrative:
Arjo was informed about a patient fall from an enterprise 9000x bed. There was no allegation of arjo device malfunction. No injury nor other medical consequences were reported to arjo. According to information reported by the customer, despite that the facility staff raised the bed¿s safety side rails as the bed was used by a fall risk person, the bed¿s safety side rails were lowered at time of the event. Following the incident, the bed was excluded from use to be inspected by the arjo representative. The evaluation revealed that the all functions of the device operated correctly, all side rails locked and unlocked properly. Based on the customer representative opinion ¿(¿) it is very unlikely the side rail was not locked in place properly, the conclusion is that the patient may have operated the side rail catch themselves.¿ due to the lack of a witness of the reported event, the root cause cannot be established. In conclusion, the arjo enterprise 9000x bed was used while the event occurred, therefore it played role in the event. There was no allegation of arjo device malfunction. We report this event due to allegation of patient fall, which may lead to serious health consequences.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
Arjo was informed about a patient fall from an enterprise 9000x bed. There was no allegation of arjo device malfunction. No injury nor other medical consequences were reported to arjo.